Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is near recommended replacement time (rrt) in less than 4 years. The device was explanted and replaced. The patient is enrolled in a (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data was also collected from the device and analyzed. Analysis of that data revealed that for the battery voltage, battery depletion was indicated/eri (elective replacement indicator). The time of rrt (recommended replacement time) in the save to disk was on (B)(6) 2012, device rrt was less than or equal to 2.62 volt. The weekly battery voltage trend data shows bat=2.64 to 2.62 volts between (B)(6) 2012. And there was one patient alert for low battery voltage on (B)(6) 2012, 02:15:03.